Event description:
On may 07, 2008, it was reported to boston scientific corporation that a button replacement gastrostomy device was used during a gastrostomy tube replacement procedure. According to the complainant, "the flap that closes the tube and the plastic piece that locks it into the g-tube is broken. The leaky g-tube soils the patients clothing. Also, stomach acids leak out of the tube causing irritation to the skin around the tube." There was no reported injury or adverse event resulting from this issue.

Manufacturer narrative:
The suspect device has not been received for eval; therefore, a device analysis has not been performed. The relationship between the device and the cause of this event is undetermined. The lot number for the suspect device was not provided; therefore, the customer's shipment history was reviewed to identify a potential lot number for the suspected device. The most recent lot shipped to the customer, prior to the reported incident, was identified as lot 11267750. A review of the device history record for this lot revealed no anomalies. The 2008 15-month replacement button enteral feeding product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.